Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results compared to a laboratory device. No results were provided for either device, but the reporter alleged that the difference between the results was "19%". This complaint is being reported because the reported difference between the results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.